Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after centrifugation with a bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg there was poor barrier separation of sample. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: after routine blood collection, centrifugation is carried out under the conditions of 1500g for 10 minutes; after centrifugation, the gel state has changed, and it feels dissolved in the plasma, and separation of the gel may also occur. Due to the frequent occurrence of this batch of products, the customer has currently stopped the batch of products, and requested our company to replace them. Now there are still 2400 tubes of this batch in the customer's warehouse, and we hope that our company can replace them.

Event description:
It was reported that after centrifugation with a bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg there was poor barrier separation of sample. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: after routine blood collection, centrifugation is carried out under the conditions of 1500g for 10 minutes; after centrifugation, the gel state has changed, and it feels dissolved in the plasma, and separation of the gel may also occur. Due to the frequent occurrence of this batch of products, the customer has currently stopped the batch of products and requested our company to replace them. Now there are still 2400 tubes of this batch in the customer's warehouse, and we hope that our company can replace them.

Manufacturer narrative:
H6: investigation summary: material # 362788, lot # 0009462. Bd had not received samples or photos for evaluation. Therefore, retention samples from bd inventory were evaluated by visually. No issues were identified. In addition 3 retention samples and 1 control tube were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 3450rpm for 10 minutes, using an mse mistral 1000 centrifuge. All 4 tubes were found to have good gel separation. All 4 tubes produced gel smearing on the inner walls. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm this complaint for gel smearing based on the investigation completed. Bd was unable to confirm the complaint for poor barrier separation. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.